Event description:
During a follow-up, upon initial interrogation, an error message stating that " a battery voltage measurement could not be obtained because an arrhythmia was ongoing was received. Stored electrograms could not be downloaded. Real time electrograms showed noise. When the battery reading was finally taken, it indicated the battery voltage was 1.5v. A reset was done and the ICD was programmed to afo. The device was explanted.